Event description:
It was reported, the conus of the luer-lock of the port needle is apparently not able to seal completely if there is a higher pressure. It seems to me that there is minimal size difference between the diameter of the infusion set and the connection part of the port system, because leakages only appear if there is a higher pressure or higher flow rate. Manually, it is possible to squeeze a lot of fluid from this part when the clamp is closed and using a syringe. Even though this is not happening directly on the patient, this should not be possible with an intact set.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asfzf047 showed one other similar product complaint(s) from this lot number.